Manufacturer narrative:
Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left-side "rupture, change in shape". Healthcare professional also reported "intracapsular rupture", "ductal ectasia", "simple breast cysts" and "grouped cysts located in the union of the medial quadrants" confirmed via MRI. Patient later also reported "in pain for many years and it may be that her prosthesis has broken and has not been discovered". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, g2.

Event description:
Healthcare professional reported left-side "rupture, change in shape". Healthcare professional also reported "intracapsular rupture", "ductal ectasia", "simple breast cysts" and "grouped cysts located in the union of the medial quadrants" confirmed via MRI. Patient later also reported "in pain for many years and it may be that her prosthesis has broken and has not been discovered". Device remains implanted.